Event description:
According to the customer, "one tech had a severe reaction on the face and hands for multiple days and was under the care of a clinician because her reaction was so severe.".

Manufacturer narrative:
According to the customer, "one tech had a severe reaction on the face and hands for multiple days and was under the care of a clinician because her reaction was so severe. Urgent care gave steroid injections and after a few days the tech went to ec and treated with IV, steroids, and monitored for 4 hours until it went down. She was prescribed oral prednisone 40mg for 5 days. She now uses different gloves." It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.